Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, black insulation on the shaft of the thoracic grasper instrument was damaged. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the main tube insulation was scratched and some of the insulation had been removed at the distal end. The scratches measured approximately .020 - .117 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.